Manufacturer narrative:
(B)(4). Investigation: one (1) actual sample was received for complaint investigation. The sample had observed embedded foreign matter (fm) on the syringe barrel. Probable root cause for the embedded foreign matter was due to insufficient cooling flow on the cavity# 1 block resulted overheated plastic melt on this cavity block on the molding machine. Resulted in embedded foreign matter on the syringe barrel. CAPA# (B)(4) was initiated to address on the foreign matter. This batch was produced before the implemented corrective action.

Event description:
It was reported that discoloration was noticed on the inside of a bd luer-lok¿ syringe while drawing up medication. There was no report of injury or medical interventions.